Manufacturer narrative:
Investigation initiated manufacturer's investigation review DHR inspect returned samples *analysis and findings distribution history the complaint product was packaged at csi 6/2020 manufacturing record review lot 201901 was built into csi work order 291277. DHR-2030 - 291277 was reviewed and no non-conformities, related to the complaint condition were noted. It should also be noted that work order 291277 was post sterilization sampled by qa for visual and functional attributes where no issues were noted. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed did showed similar reported complaint conditions. Product receipt the complaint product was received at csi trumbull under RMA 315651. Visual evaluation visual evaluation of the complaint product was performed and no obvious damaged was noted. Two boxes of sealed, unused product were returned. One insorb box was returned with three pouched and sealed staplers, the second box contained five pouched and sealed staplers. Functional evaluation functional evaluation of the complaint product was performed. All eight pouch sealed staplers were functionally fired and evaluated. All eight fired and deployed staples as expected. Root cause a definitive root cause cannot be reliably determined at this time. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. Coopersurgical will continue to monitor this complaint condition for trends. *was the complaint confirmed? No.

Event description:
The end user reported that they opened 4 insorb 2030 and one after the other failed to fire or misfired. The end user opened a different lot and completed the surgery. "Yes, these insorb stapler faults did cause an extension/delay in the overall procedure time." 1216677-2021-00021-1 insorb 30 stapler 2030 e-complaint(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Report submitted by (B)(6) -the end user reported that they opened 4 insorb 2030 and one after the other failed to fire or misfired. The end user opened a different lot and completed the surgery. Follow-up initiated on time impact of reported condition on surgery. 02/09/2021- follow-up response stated "yes, these insorb stapler faults did cause an extension/delay in the overall procedure time." Incisional cesarean section dehiscence. Physician states insorb stapler worked appropriately at time of closure. However, the following day physician states staples were not intact. Insorb 30 stapler 2030. E-complaint- (B)(4).